Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted. Visual and x-ray inspections did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise and right ventricular (rv) lead exhibited unspecified issue. The ra and rv lead was explanted. The patient was stable.